Event description:
Therapist applied ifc to pt using 2 inch square electrodes and intensity set to pt tolerance. Electrodes used for treatment had been previously used for approx 12 treatments. During ifc treatment, an electrode began to pull away and the therapist discovered area under electrode was red with 2 tiny blisters; skin under remaining three electrodes also had small blisters. Pt stated she did not have a burning sensation and treatment felt the same as when previously applied. Prior to electrode application, skin was cleaned with soap and water; it is unk if (B)(4) electrodes were used during treatment. Medical treatment was interrupted at 12 minutes into a 20 minute session. There was no report of medical intervention. Pt precautions reported as obesity, shortness of breath, and fall precautions. Device user manual (B)(4): states to prepare treatment area by cleaning with medical grade alcohol, describes electrodes in configurations of 2.75 inch round or 1.25 inch round, states electrodes are for one time use, to use (B)(4) electrodes whenever possible. Djo considers any report of burn a serious injury and reportable event. Device has not been received for eval.